Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose level to approximately 326 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient reported that insulin was leaking from the pod during wear. Patient noted feeling lightheaded, dizzy and tired. The patient noted they were still in the hospital at the time of the call ((B)(6) 2026). Patient noted he was diagnosed with high blood glucose. As treatment patient received insulin injection. At the time of reporting, the patient remained hospitalized without anticipated discharge date provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available.omnipod software app version: not available.operating system: not available.hardware: not available.cgm sensor type: not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.